Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the driving cap and the insertion handle broke off while malleting in ex-tibial nail, using suprapatellar instrumentation. The broken fragments were removed easily without any medical intervention. There was no surgical delay reported. The procedure was finished successfully. The patient was stable after the procedure. Concomitant devices reported: unknown ex-tibial nail (part# unknown, lot# unknown, quantity# 1), unknown mallet/hammer (part# unknown, lot# unknown, quantity# 1). This report is for one driving cap. This is report 1 of 2 for (B)(4).